Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery charger 2 was returned to the manufacturer for evaluation. Testing found that the charger led d3f did not operate as designed. It was noted that output levels were within specifications on the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries for the imaging system were leaking, resulting in the smell. Additionally, two chargers for the system were found to be overcharging on nodes within the unit. To restore functionality, the batteries and chargers were replaced. The imaging system then passed the system checkout and was found to be fully functional. The chargers have been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system emitted an odor similar to sulfur. There was no patient present when this issue was identified. No additional information was provided.